Event description:
A us distributor reported that a patient's electrode belt did not fully deploy gel.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (belt did not fully deploy gel) was not confirmed. The evaluation confirmed that there is gel in all therapy electrodes. During troubleshooting, a reportable malfunction was found. The trunk cable connector was physically damaged and the electrode belt was unable to securely latch to a monitor. The root cause of the belt not deploying gel was unable to be positively identified. The root cause for the damaged connector could not be positively identified. There was no adverse event that resulted from the damaged belt.